Manufacturer narrative:
(B)(4). The customer reported that the device was repeatedly displayed the extended self test error code 90008 (pacer/defib self test failure) with multiple paddle sets. There was no report of patient involvement or adverse patient impact. The device was evaluated at philips. The malfunction was confirmed and resolved by replacing the power pca.

Event description:
The customer reported that the device was repeatedly displayed the extended self test error code 90008 (pacer/defib self test failure) with multiple paddle sets. There was no report of patient involvement or adverse patient impact.